Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Development of a cyst is a non-procedural or implant related event, that can occur at any time during a person¿s lifetime regardless of a surgical procedure or implant. Cysts are abnormal, closed sac or capsule like structures within tissue or bone that can present with varying size, shape, and consistency, such as gas, fluid, or semisolid. They can resolve without medical intervention, as the body simply absorbs them, or they can require medical intervention. Treatment can include needle aspiration, injection of steroids, as well as surgical removal. Symptoms a patient can experience include pain, swelling, alteration in sensation, limitation of joint mobility, and weakness. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately eight and a half years post implantation due to pain and radiographic cyst in the tibia.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-03674, 0001822565-2023-03676, and 0001822565-2023-03677. D10-medical product: unknown nexgen left f porous femoral. Unknown nexgen 15 x 30mm stubby stem. Unknown nexgen cr poly liner. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.